Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device was not working and therapy stopped helping. They don't have a sensation about going to the bathroom at all; all of a sudden, it just drops out. They sit on pads, their clothes are wet; the patient is wet and the pad is dripping. They will lose a lot of fluid without a warning. The patient does laundry almost every day (which was not what they were doing when they first got the device). The patient increased to 4.4v on program 2 today. It was reviewed that patients typically try increasing, and if increasing doesn't help, they talk to their healthcare provider (hcp) about the option of changing programs. They also asked if it means their ins is telling them their bladder "you are full" when they have the urge to go to the bathroom. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Patient said they will increase tomorrow again if they don't notice any results on the date of initial report. It was reviewed that the patient should follow up with their hcp if they don't get any improvement after increasing. The event was considered a gradual change in therapy/symptoms and it has progressively become worse. No further patient complications have been reported as a result of this event.